Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that the patient underwent surgery for pelvic organ prolapse, cystocele and stress urinary incontinence and mesh was implanted. Due to mesh erosion and dyspareunia the patient had removal of mesh on (B)(6) 2009, (B)(6) 2010.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00973. The same patient is represented in each medwatch.